Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had cloud display. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments, partial display, or rainbow colored display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for a day and no missing segments or display anomaly noted. Device was received with minor scratched lcd window. (B)(4).